Event description:
It was reported to philips that the system's flexvision monitor was unable to display the live image. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use at the time of the event. The procedure was completed by using a mobile c-arm system. Philips remote service engineer (rse) connected remotely and confirmed the reported problem. Rse reviewed the logfiles and identified that the video inputs could not be routed to the flexvision monitors. Philips field service engineer (fse) was unable to replicate the reported issue. Fse replaced the matrix switch, the video splitter, and an adapter for converting video signals as a proactive measure. After that, the system was returned in good working condition and was ready for clinical use. The mini displayport extender was returned for further analysis. Functional testing was performed and no failure were observed. The dvi splitter module was returned for further analysis. Functional testing was performed and no failure were observed. The dvi matrix switch was returned for further analysis. Functional testing was performed and no failure were observed. The codes were updated based on the investigation outcome.